Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during spinal fusion surgery the nav loc driver tip broke while inserting pelvic screw and the expedium driver broke while inserting the second pelvic screw. It is unknown if fragments were generated and removed. No patient consequences reported. Concomitant device reported: unknown pedicle screw (part# unknown, lot# unknown, quantity unknown). Unknown handle (part# unknown, lot# unknown, quantity unknown). Unknown adaptor (part# unknown, lot# unknown, quantity unknown). This report is for (1) expedium spine system quick connect si poly driver. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A review of the receiving inspection (ri) for xpdm quick con si poly scwdrvr was conducted identifying that lot number mi65833 was released in a single batch. Batch1: lot qty of 53 units were released on (B)(6) 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the xpdm quick con si poly scwdrvr (part# 279712400, lot# mi65833) was returned and received at us customer quality (cq). Upon visual inspection it was observed that the distal tip of the device was broken. No other issues were identified with the returned components of the device. Device failure/defect identified? Yes. Dimensional inspection: complaint relevant dimensional inspection cannot be performed due to the post manufacturing damage. Document/specification review: manufactured and current revisions. No design issues or discrepancies were identified. Complaint confirmed? Yes, the complaint condition is confirmed. Investigation conclusion: this complaint is confirmed as the device was appeared to be broken at the distal tip. The potential cause for the breakage could be due to the unintended force applied to the device. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.